Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reverting to the setup mode. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began at approximately 3:30am on the same day she contacted lfs for assistance. The patient manages her diabetes with an unknown type of insulin and is a self-adjuster. The patient claimed that approximately 30 minutes after the alleged issue occurred, her blood sugar dropped and she was unable to speak. The patient reportedly consumed unknown food/drink at 4am and the emergency medical response (ems) was called. When the ems arrived, they checked the patient¿s blood glucose and a reading of ¿81mg/dl¿ was obtained at an unknown time after 4am. The patient was treated with glucose gel/tablets. The patient reported another blood glucose value of ¿91mg/dl.¿ it is not clear if this reading was taken after treatment was administered. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The issue occurred immediately after replacing the battery. The issue was resolved with training. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia that required treatment by a healthcare professional after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2014), the patient¿s meter has been returned on 10/14/2014 and evaluated by lifescan product analysis on 10/17/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. A DHR (device history record) was completed on 07/18/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.